Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that following two falls the patient had experienced back and shoulder pain. The patients healthcare provider wants them to meet with a manufacturer representative for reprogramming. The caller said they had tried getting a hold of a manufacturer representative but they hadn't answered. The patient explained that their arm was "acting up bad" and morphine and oxy weren't cutting it. The caller indicated that they needed a MRI for their shoulder and had an x-ray the day prior. Follow up for additional information being conducted.